Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. During the procedure, upon pocket closure, the pacemaker was found to be in backup mode. The pacemaker was explanted and replaced. The patient remained stable.